Manufacturer narrative:
Findings: unit received with blank display after battery insertion due to battery tube power connector not plugged in properly. Connected battery tube power connector and the unit powered on properly, however unable to perform sleep current measurement, active current measurement and self test due to partial display caused by a cracked and bleeding lcd glass. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to blank display. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label and slightly peeling off end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was not working and the screen is blank. . The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to return for analysis. Troubleshooting on physical damage has also been performed and completed.